Manufacturer narrative:
B3 date of event, 07/01/2024 was selected as date of event as actual date is unknown. The returned product consisted of the synergy megatron stent delivery system. A visual analysis was performed identifying multiple kinks along the hypotube shaft and stretching in the midshaft and distal shaft. Microscopic analysis identified that positive pressure was applied to the balloon. Based on the available information it is likely that a restriction was encountered due to possibly challenging lesion anatomy, during which, the distal shaft became stretched. If excessive tensile force was applied to the delivery system during this restriction and the shaft was damage, the guidewire would be incapable of movement and become stuck.

Event description:
It was reported that the device was stuck on the guidewire. A synergy megatron mr ous 5.00 x 28mm was selected for treatment of the target lesion. During advancement, it was noted that the catheter became stuck on the guidewire. The device was removed, and another of the same device was used to complete the procedure successfully. There were no patient complications.

Manufacturer narrative:
B3 date of event, 07/01/2024 was selected as date of event as actual date is unknown.

Event description:
It was reported that the device was stuck on the guidewire. A synergy megatron mr ous 5.00 x 28mm was selected for treatment of the target lesion. During advancement, it was noted that the catheter became stuck on the non-boston scientific guidewire. The device was removed, and another of the same device was used to complete the procedure successfully. There were no patient complications.